Event description:
It was reported to philips that the host pc failed to bootup properly. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during the coronary diagnosis procedure and it was completed as planned by restarting the system many times. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was not booting up. Upon further troubleshooting the rse determined that the software froze frequently. The fse visited onsite and upon functional testing, the fse noticed that the ippc and host pc couldn¿t startup intermittently and they restarted the system many times, but the problem persisted. To resolve the reported issue the fse replaced the ippc and host pc; and flexvision pc, geo ipc, and tsm module were also replaced to be compatible with ippc since the old geo ipc and flexvision pc and tsm were running on windows xp and the new ippc and host pc are running on win7 and reinstalled the software. The defective parts ippc, host pc, and flexvision pc were returned for analysis where host pc and flexvision pc didn¿t confirmed any malfunction but in the ippc, sata cable for hdd3 was faulty. After replacement of all the components and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.